Event description:
It was alleged that, "the pt underwent right total hip arthroplasty in 1999 and underwent a revision in 2007." It was further alleged that, "the need for revision was due to excessive polyethylene wear."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.